Event description:
A report was received that a patient underwent a revision as they were having trouble charging due to their battery being implanted too deep. The ipg was moved 5cm laterally. The patient is reportedly doing fine following the procedure.